Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged of feeling sick. There was no report of serious or permanent patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported incorrect information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Section b5 should have been reported as: a CPAP was returned for service with an allegation of ultra fine filters are black". The complaint also indicates the presence of debris in the airpath. There was no patient harm or injury reported. No filters were returned as part of this investigation. The manufacturer does confirm there is evidence of an unknown black-colored contaminant in the airpath of the remstar. An external/internal inspection of the remstar found evidence of a black-colored contaminant in remstar air inlet port and blower assembly. Contaminants being found in the remstar inlet port indicate the source of the black-colored contaminants is external to the remstar and is not related to a failure of the remstar. The complaints are due to the devices being used in an environment containing black-colored contaminants. This contaminant entered the airpath of the device and contaminated the airpath. Section e. 1 was incorrectly reported in previous report, which is now updated in this follow-up report.